Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 577 mg/dl. Cause of high bg was not known. Customer administered a bolus via the pump and a manual injection, and performed a supply change to address the issue. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. Customer declined further troubleshooting with tandem technical support and continued to use the pump for insulin therapy.